Event description:
The customer received control results of 183 and 189mg/dl on the contour next ez. The meter did not automatically mark them as control tests, which will be displayed as a blood results when accessing the meter's memory. No adverse event was alleged. The control solution was not expected to be returned for evaluation. New kit and strips were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.